Manufacturer narrative:
The failure investigation has been performed; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels. Reportedly, the customer was unable to provide a specific blood glucose (bg) value for the past events; however, reported a bg level of 400 mg/dl on (B)(6) 2017. To address the bg level, the customer administered manual insulin injections and delivered a correction bolus. Reportedly, the customer and health care provider (hcp) alleged that the displayed insulin gauge amount did not coincide with the actual amount of insulin being delivered. System check was performed with tandem technical support and showed that the pump was performing as expected. Reportedly, the customer continued using the pump and, if needed, had manual injections available as alternate insulin therapy.